Event description:
It was reported that the device forced an autonomous shutdown of automatic ventilation and posted a corresponding alarm. As per report, no consequences for the patient were resulting from that.

Manufacturer narrative:
The involved anesthesia workstation is almost 15 years old and, the hospital performs preventive service and repairs on own behalf and responsibility. Hence, the local dräger s&s organization was not involved in any follow-up measures. The ufr states that a biomedical engineer could determine that the ventilation shut-down was related to the auxiliary vacuum pressure that went out of range. Root cause for that was an occluded inlet filter at the dedicated vacuum pump. After replacement of the filter the device was fully functional again. Dräger concludes the following: the auxiliary vacuum pressure is needed to operate the valves that control the ventilation cycles and to keep the ventilator diaphragm in place during piston movement. If the vacuum pressure is out of range the system reacts with a shutdown of automatic ventilation and generation of a corresponding alarm since a dislocated or wrinkled piston diaphragm may cause significant mechanical damages to the ventilator unit; impairment of valve actuation may cause insufficient ventilation. An occluded bacteria filter at the inlet of the vacuum pump is a plausible explanation for the pressure deviation and, the device responded to that as intended. The device design allows further manual ventilation including gas dosage; the monitoring functions remain unaffected as well. The workstation is subject to routine service and maintenance activities on a regular base. Dräger has defined service parts that shall be replaced in specified intervals and has put these together in service kits for the annual, 2 year, 3 year and 6 year maintenance. The bacteria filter for the vacuum pump is included in the service kit for the annual preventive parts exchange. Post market surveillance data reasonably suggests that the exchange interval is appropriate. H3 other text : device not available for evaluation.